Event description:
A user facility report bfarm 08301/24 was received that reported a serious injury on 14mar2024 in which a doctor's assistant picked up the cx50 ultrasound system for a patient exam and touched the uninsulated section of the power cord. The user received an electrical shock to the right hand. It was unspecified if medical intervention was required and the extent of the physical injury from the shock is currently unknown. Philips has started an investigation of this complaint.

Manufacturer narrative:
A thorough investigation with a device analysis was performed and the cable damage was confirmed. The exposed live wire would have produced an electric shock to the user or any metal surfaces of the cart if it came into contact. There was a puncture to the cable in which the insulation on the outer sheath was stripped off and the live wire was exposed. It was not possible to provide an accurate cause of the damage.

Manufacturer narrative:
H10: additional information was received 30apr2024 reporting the user, who was shocked, had no symptoms or consequences and did not seek medical attention. This event does not meet the criteria for a serious injury. H11: corrections to initial report: adverse event/product problem: product problem type of reported complaint: product problem patient outcome code grid: no clinical signs, symptoms or conditions health impact grid: minor injury/illness/impairment